Manufacturer narrative:
(B)(4)

Event description:
It was reported that a "g7 wearable failure" was reported. On (B)(6)2024, the patient reported having a wearable failure which resulted in her being in the hospital for diabetic ketoacidosis (dka). The patient was wearing a tandem insulin pump. No further event details were provided as the call was disconnected. Attempts to contact the patient back to obtain further event information were unsuccessful. The length of stay in the hospital (less than or more than 24 hours is unknown). Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available